Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17250298m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
This event is part of a clinical trial sponsored by biosense webster, inc. It was reported that a (B)(6) female patient underwent a procedure with a smart touch unidirectional catheter and suffered an acute myocardial infarction. There is no information about the hospitalization and if any intervention was performed. The issue was resolved without sequelae. The severity was described as mild. The principal investigator assessed this event as not device related and possibly procedure related. This adverse event is assessed as life threatening and is to be considered serious and MDR reportable.